Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 03d34, that has a similar product distributed in the us, list number 03l68. The customer indicated multiple lot numbers were in use during the (B)(6) 2014 timeframe. Without patient data, it is not clear which lots generated false positive results. The (B)(4) o plus lot numbers in use by the customer were: (B)(6).

Manufacturer narrative:
The customer indicated multiple lot numbers were in use during the (B)(6) 2014 timeframe. Without patient data it is not clear which lots generated (B)(6). The lot numbers in use by the customer were: 35798li00: manufacture date:01/16/2014 expiration date: 11/09/2014 37799li00: manufacture date:03/03/2014 expiration date: 01/03/2015 38956li00: manufacture date:04/07/2014 expiration date: 02/11/2015 39004q500: manufacture date:05/02/2014 expiration date: 03/07/2015 41246li00: manufacture date:06/05/2014 expiration date: 04/12/2015 further investigation of the customer issue included a review of the complaint text, in-house testing, a search for similar complaints, a review of the device history records and a review of labeling. Return material was not available from the customer. A specificity testing protocol was executed using lots 35798li00, 37799li00, 38956li00, 39004q500 and 41246li00 and all lots showed normal performance, without (B)(6), which determined the reagents are performing acceptably. The device history review did not reveal any issues related to the customers observation. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information, a deficiency of the prism hiv o plus reagent list number 03d34, lots 35798li00, 37799li00, 38956li00, 39004q500 and 41246li00, was not identified.

Manufacturer narrative:
The customer provided additional suspect medical device lot number information on september 15, 2014. An additional prism hiv o plus lot number, 37733li00, was provided. The customer indicated multiple lot numbers were in use during the may, june and july 2014 timeframe. Without patient data it is not clear which lots generated false (B)(4) results. This lot is being added as a potential suspect medical device.

Event description:
The customer observed (B)(6) results for multiple patients while using the prism (B)(4) o plus assay. The customer indicated in the months of (B)(6) 2014 there was a total of 49 results (7, 16 and 26 respectively per month) which were (B)(6) using the prism (B)(4) o plus assay and were (B)(6) when tested by the ilex method. There has been no impact to patient management reported. No specific patient data was provided.